Event description:
It was reported that during a surgical procedure at the user facility the device was overheating. The procedure was completed successfully using back-up equipment without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a surgical procedure at the user facility the device was overheating. The procedure was completed successfully using back-up equipment without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The reported overheating was not able to be confirmed by a manufacturer repair technician through functional evaluation. During device evaluation, however, it was noted that there was mechanical damage to the device, and that the cable was disconnected from the light, which could have contributed to the reported event. The helmet is not a repairable device and will therefore not be returned to the user facility.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.